Manufacturer narrative:
The investigation for aic - purge disc/flag issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-10405:

Event description:
The user facility reported a 68-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during initial insertion set up, the automated impella controller (aic) displayed purge disc not detected despite reinsertion of the purge disc. There was no audible or tactile ¿click¿ during first and subsequent insertions and the purge disc felt loose in the housing, so a cassette change was performed which did not resolve the issue. The aic was exchanged and the issue resolved. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.